Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 9atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications reported and the patient condition was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).